Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, prior to use on a patient, the device's cuff did not inflate. Customer reported that there was no patient involvement.

Manufacturer narrative:
Additional information: (street1, MFR city, region, postal code). Evaluation summary: one sample of endotracheal tube with stylet was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated after a minute. A visual inspection was performed and it was observed the tube is damaged where the inflation line is inserted. The failure mode inflation line leak was confirmed. The investigation isolated the failure to the leak in the inflation line, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.